Manufacturer narrative:
It was confirmed that the chair had a functioning seat positioning strap; however, the end user was not wearing the strap at the time of the incident due to being in process of transferring from the chair to the toilet. They didn¿t mention the system displaying any error codes. This was the first time the issue ever happened. The device was returned to motion concepts for service. Their technician test drove the chair and mentioned that it was not driving as needed and was having sudden movements. The motors were replaced. Motion concepts qc team tested the reworked system, and the system was working as required. The device was serviced and is now back out with the end user. The motors from the chair were scrapped after the service. A return of the device or related components is no longer expected. The root cause of the motors or system not operating as intended is unknown. The owner's manual for this device (part # 60127229-b) includes: warning-risk of serious injury or damage. Improper transfer techniques may cause serious injury or damage. Before attempting transfers, consult a health care professional to determine proper transfer techniques for the user and type of wheelchair.

Event description:
The initially alleged incident included: the client was ejected from a chair while driving, not wearing a seat strap. The dealer's technician went and diagnosed the chair. The right-side motor will not release into manual. The left side motor rotates, then gets stuck and jerks forward. Further details received provided: the user was transferring onto toilet; she has to move the chair out of the way, it lunged forward causing her to fall off the toilet and hit her head on toilet roll.